Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter and a spy ds controller were used during a procedure performed on (B)(6) 2026. During the procedure, the image of the spyscope ds ii was not displayed after the spy ds controller light was turned off. The device was plugged in and out, but the light continued to flash continuously, eventually rendering it unusable. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. Block h11: investigation results. Based on the available information, the root cause of the loss of visualization and poor-quality image cannot be established, as the product has not been returned for analysis at this time. The device has not been returned for analysis. Therefore, the root cause of the reported observations of loss of visualization and poor quality image cannot be confirmed. A risk review performed for the spyscope ds ii device confirmed that the event of cancelled/rescheduled - post sedation/sedation unknown was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on the available information and in the absence of device return, the root cause of the reported clinical observations for this complaint is unable to exclude device problem.